Event description:
Our hospital purchased alimed wipeable gait belts to use for our patient population. When asked we were told by an alimed representative that the gait belt was latex free. Upon receiving the product it was noticed there was a rubber band wrapped around the product during packaging. When alimed was questioned they did admit the rubber band was 55 percent latex. They also stated this would be corrected on future shipments of the product. This could place latex sensitive or allergic patients at risk. This report is more for an awareness and hope that the issue will be corrected.